Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Two controllers (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the controller passed visual inspection and functional testing. An internal inspection of (B)(6) did not reveal any anomalies. Failure analysis of (B)(6) revealed the controller passed visual inspection. Functional testing revealed that the no power alarm sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was slightly swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event date. Log file analysis associated with (B)(6) revealed a controller fault alarm logged on (B)(6) 2023 at 12:42:24, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two years. A vad disconnect alarm was then logged at 12:43:56, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Log file analysis associated with (B)(6) revealed a controller power up event logged on (B)(6) 2023 at 13:07:09, indicating that the controller was put into use following a controller exchange. Review of the alarm log file associated with (B)(6) revealed two vad disconnect alarms, one (1) power disconnect, and three stopped alarms were logged on (B)(6) 2023. Following the controller power up event, a subsequent vad disconnect alarm was logged at 18:51:08 indicating the controller was powered on without the driveline connected. This first vad stopped alarm was logged on at 13:08:12, indicating that the pump failed to restart after several attempts. A power disconnect alarm was logged at 13:09:51 involving a (B)(6). During the power disconnect alarm, a safety alert word (saw) value was recorded indicating an overcurrent alert. The event log recorded a high-power consumption during the attempted motor start, which required more current from the battery. The battery was most likely physically disconnected by the patient shortly after, causing the controller to log this event as a power disconnect alarm. The second vad disconnect alarm logged at 13:10:40 was most likely false alarm, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. This was followed by additional vad stopped alarms indicating that the pump failed to start after multiple attempts and additional controller power up events, likely due to troubleshooting. As a result, the reported events were confirmed. The most likely root cause of the reported controller fault event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. The most likely root cause of the observed controller power up events can be attributed to a controller exchange and troubleshooting of the vad stopped alarms. Possible causes of the vad disconnect alarms can be attributed to a loss of synchronization of commutation, leading to false vad disconnect alarms, and/or a physical disconnection of the driveline from the controller during a controller exchange and troubleshooting. CAPA pr00550440 is investigating controller losses of synchronization of commutation. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. The vad (B)(6) was in scope of (B)(4). CAPA pr00502194 is investigating pump failures to restart. Additional products: d1: controller d4: (B)(6) d9: yes, return date: 03-may-2023 h3: yes dev rtn to MFR? Yes h6: img code(s): g04035 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c020701 h6: FDA conclusion code(s): d02, d1105 d1: controller d4: (B)(6) d9: yes, return date: 10-may-2023 h3: yes dev rtn to MFR? Yes h6: img code(s): g0200701 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c02, c19 h6: FDA conclusion code(s): d02, d10 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the main controller also exhibited vad disconnect alarms.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Updated section: - h10. Addt manufacturer for MDR additional products: d1: heartware ventricular assist system ¿controller expiration date: 31-aug-2019/ serial#: (B)(6), UDI #: (B)(4), h4: mfg date: 30-aug-2018 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the back up controller serial number of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: brand name: heartware ventricular assist system ¿controller, model #: 1420, catalog #: 1420, expiration date: 31-aug-2019, serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 30-aug-2018, labeled for single use: no. H6: patient ime code(s): e0119 h6: imf code(s): f02 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 additional products: brand name: heartware ventricular assist system ¿controller, model #: 1420, catalog #: 1420. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun, labeled for single use: no. H6: patient ime code(s): e0119 h6: imf code(s): f02 h6: img code(s): g04035 h6: FDA device code(s): a141204 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm attributed to internal battery depletion. The controller was exchanged, but there was a ventricular assist device (vad) stop and controller did not restart the vad when the driveline was connected to the back up controller. After the controller exchange the patient immediately felt something was wrong and lost consciousness. The patient expired before being transferred to the main hospital.

Event description:
It was further reported that also the vad disconnect alarm sounded for the main controller. (B)(6) 2025: it was further reported that the patient was at home and the controller alarmed an "alarm that was different than the medium alarms heard before" and the patient told their spouse that the controller displayed a "controller failure" message and that the controller needed to be exchanged. The spouse followed known instructions to exchange the controller but upon connecting the new controller to the driveline, the vad did not restart. Emergency services were called and were unable to restart the vad, cardiopulmonary resuscitation (CPR) was initiated by paramedics, but the patient was unable to be revived and died.

Manufacturer narrative:
A supplemental report is being submitted for additional event context received from a legal claim. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Two (2) controllers (B)(6) were returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the controller passed visual inspection and functional testing. An internal inspection of (B)(6) did not reveal any anomalies. Failure analysis of (B)(6) revealed the controller passed visual inspection. Functional testing revealed that the no power alarm sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was slightly swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event date. Log file analysis associated with (B)(6) revealed a controller fault alarm logged on (B)(6) 2023 at 12:42:24, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. A vad disconnect alarm was then logged at 12:43:56, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Log file analysis associated with (B)(6) revealed a controller power up event logged on (B)(6) 2023 at 13:07:09, indicating that the controller was put into use following a controller exchange. Review of the alarm log file associated with (B)(6) revealed two (2) vad disconnect alarms, one (1) power disconnect, and three (3) stopped alarms were logged on (B)(6) 2023. Following the controller power up event, a subsequent vad disconnect alarm was logged at 18:51:08 indicating the controller was powered on without the driveline connected. This first vad stopped alarm was logged on at 13:08:12, indicating that the vad failed to restart after several attempts. A power disconnect alarm was logged at 13:09:51 involving a (B)(6). During the power disconnect alarm, a safety alert word (saw) value was recorded indicating an overcurrent alert. The event log recorded a high-power consumption during the attempted motor start, which required more current from the battery. The battery was most likely physically disconnected by the patient shortly after, causing the controller to log this event as a power disconnect alarm. The second vad disconnect alarm logged at 13:10:40 was most likely false alarm, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the vad rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. This was followed by additional vad stopped alarms indicating that the vad failed to start after multiple attempts and additional controller power up events, likely due to troubleshooting. Log file analysis also revealed motor start events recorded on (B)(6) 2019 at 10:32:41 and at 14:37:21 and on (B)(6) 2019 at 13:17:16, in which the motor start parameters were atypical. As a result, the reported events were confirmed. The most likely root cause of the reported controller fault event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 investigated internal battery issues with controller 2.0. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. The most likely root cause of the observed controller power up events can be attributed to a controller exchange and troubleshooting of the vad stopped alarms. Possible causes of the vad disconnect alarms can be attributed to a loss of synchronization of commutation, leading to false vad disconnect alarms, and/or a physical disconnection of the driveline from the controller during a controller exchange and troubleshooting. CAPA pr00550440 investigated controller losses of synchronization of commutation. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the vad stopped alarms can be attributed to failure of the vad to restart after several attempts. (B)(6) was in scope of fca cvg-21-q3-21 (subgroup 2). CAPA pr00502194 is investigating vad failures to restart. Based on an investigation conducted under CAPA pr00502194, the most likely root cause of the failure to restart and atypical motor start parameters event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller. D4: (B)(6). H3: yes. D1: controller. D4: (B)(6). H3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.